Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they thought the ins was causing them to have the shakes. The patient reported that the issue began about a month ago. The patient reported that the patient programmer was connected to the ins and showed the therapy was off at 0.10v. The patient reported that they thought the voltage was too high because they could feel it in their brain, hands, teeth and tongue. The patient reported wanting to turn it down. The patient reported successfully turning it down to 0.0v. The patient called back reporting that the hcp told them they would have to wait until monday for help and the patient reported that they could not wait that long. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said it didn't work and they had their medtronic rep to come in and program them. The patient noted that we made it worse, as the device was not off. Patient weight remained unknown.